Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, multiple s233 (overtemperature-psc) malfunction alarm codes were noted in the device history and the fan did not sound like it was running smoothly. The probable cause was due to a broken fan. This report represents all the information known by the reporter upon query by hospira.

Event description:
During testing at the user facility, multiple s233 (overtemperature-psc) malfunction alarm codes were noted in the device history and the fan did not sound like it was running smoothly. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.